Event description:
The pump was received from the customer for a report of "occlusion on line a found during preventative maintenance testing." There was no pt involvement and no reports of any problems when the device was in pt use. During MFR testing procedures, the pump was noted to be out of specification for delivery accuracy. With an expected delivery amount of 19.9ml, the actual volume delivered measured 21.0ml. Device specification for this procedure requires actual delivery to be +/-8.0ml from expected.